Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient, who was cachectic, suffered from impending skin perforation in typical localization of the device. The investigator assessed this event as causal related to patients medical history. The device was repositioned and remains implanted. Should additional information be received, this file will be updated.